Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime later post port placement procedure, the patient allegedly developed with infection. It was further reported that the patient was expired and the cause of death was not provided.

Manufacturer narrative:
H10: manufacturing review: there was nothing found to indicate there was a manufacturing related cause for this event. There was nothing found to indicate there was a manufacturing related cause for this event. Additionally, the lot met all sterilization and bioburden release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, a medical record was provided for review. Based on this medical record, the sepsis, endocarditis, osteomyelitis, bacteremia and infection around the port can be confirmed. Additionally, the records state the patient expired. Based on this medical record, the reported adverse events and patient death can be confirmed. Based upon the available information, the definitive root cause for the event and relationship to the device is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that four months and two days post port placement procedure, the patient allegedly developed endocarditis, osteomyelitis and bacteremia. The device was removed from the patient. Sometime later the patient passed away.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2020), h6 (patient). H11: d4 (medical device lot number), h6 (patient, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that four months and two days post port placement procedure, the patient allegedly developed endocarditis, osteomyelitis and bacteremia. The device was removed from the patient. Sometime later the patient passed away.